Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No battery out limit alarm noted. The device also was received with minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot.

Event description:
Customer's mother stated that the insulin pump's keypad was not working. Customer's mother also stated that the insulin pump was returning a battery out limit. Blood glucose level was 318 mg/dl at the time of the call. No further information was provided.